Event description:
It was reported that the patient experienced several episodes of withdrawal, cause unknown. Pump and catheter were replaced; reason being possible contribution to drug withdrawal. Patient recovered without sequela. Drug delivered via the system was dilaudid.

Event description:
Additional information received indicated that the patient experienced poor pain control. The event was attributed to the catheter in regards to dislodgement/migration; and normal battery depletion of the pump was further noted. The location of the catheter issue was noted as being in the sacrum. A catheter dye study on (B)(6) 2010 indicated the catheter had a leak at the entry site of the spinal canal. An MRI/x-ray/CT scan on (B)(6) 2011 was performed; however, the catheter could not be visualized. It was further noted that x-rays, CT, and MRI did not show any issues with the catheter. Via other intervention on (B)(6) 2011, the tip of the catheter appeared to be "roughly at the level of the upper sacrum." The pump and catheter were explanted and replaced on (B)(6) 2011. The patient required hospitalization; and outcome was noted as no injury.

Manufacturer narrative:
Analysis of the pump/pumphead revealed deformed pump tube. The pump's dispense accuracy appeared normal. No leaks were detected. Analysis of the 8731sc portion revealed coring-tears-cuts in seal of sutureless connector (sc) which possibly caused occlusion; coring-tear not mis-aligned. The sc pump connector was returned still attached to the pump. Testing for an occlusion was done before disconnecting the catheter from the pump. Troubleshooting while the connector was still attached to the pump showed the connection to be the source of the occlusion. The occlusion disappeared during manipulation of the sc connector attached to the pump's outlet port. Microscopic examination of the sc connector shows coring down in the cup and a "flap" of material. This coring and resulting flap was very atypical and its appearance seemed to indicate the sc connector had been properly (evenly) centered down in the sc connector's cup. It was noted that besides the 'flap' of material, the bottom of the cup has a break that completely circled the cup. Analysis of 8703w catheter revealed a user related hole and catheter incorrectly assembled; has allegation of infusion system anomaly. There is a hole in the distal segment, .8cm from its proximal end; there are marks on the catheter showing a suture was applied directly to it. It should be noted that no strain relief shroud was returned. A longitudinal slice cut is seen on the anchor.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731sc, serial # (B)(4), implanted on: 2010-(B)(6), explanted on: 2011-(B)(6); catheter model: 8703w, lot # l40242, implanted on: unk, explanted on: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Catheter model: 8731sc, sn# (B)(4), implanted on: (B)(6) 2010, explanted on (B)(6) 2011; catheter model: 8703w, lot# l40242, implanted on: unk, explanted on: unk analysis of the pump revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.